Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-59874. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing high blood glucose lately. The customer stated she had a reservoir that had a fill anomaly but no insulin leak and was unsure if the insulin pump is functioning properly. Customer stated that the plunger kept going backwards and would not stay at number 2. Blood glucose at the time was 429 mg/dl which she treated with manual injection. The customer had disposed the reservoir.